Manufacturer narrative:
A partial lead connector portion measuring 34.1 cm was returned for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient expired of a cardiac arrest. The physician alleged that the device did not deliver therapy for vf which resulted in the death. Non-sustained rv oversensing was also noted. No further information is available at this time.

Event description:
Re-evaluation of the file states that there was no allegation, suspicion, or information suggesting the death was related to this product.